Event description:
It was reported via repair work order that the headend lift would drift due to broken lift nuts. It was also reported that the fowler would drift due to a broken fowler motor. Additionally it was reported that the scale was inaccurate due to load cell malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.